Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during procedure, the patient's right ventricular (rv) lead had high capture thresholds. The physician decided to retract the rv lead and try another place but the helix failed to extend. The rv lead was not used and replaced. The patient was stable throughout procedure.